Event description:
On (B)(4) 2009, leica microsystems rec'd a complaint from a leica rep stating that during surgical procedure, the right shutter of the microscope closed and stayed closed.

Manufacturer narrative:
The defective device was returned to the manufacturer and a performance test was conducted. In particular, proper function of the shutter was investigated. On (B)(4), 2009, the technician's report stated that the main shutter was working properly but the surgeon shutters were blocked after closing and could not be opened with the emergency knob. The device was disassembled and results showed that one cable of the surgeon shutter was loose and not well connected to the berg-connector and space between dach prism and beam splitter was too low. These issues were corrected by adjusting the surgeon motor and surgeon shutter to correct the space between dach prism and beam splitter. An outgoing inspection was performed and according to the report, the device is working and no failure has been detected. The device was repaired and the instrument remains in routine use. (B)(4). Leica's investigation identified that this is an isolated case and concluded that the malfunction was caused by an external force, which led to a misadjustment of the mechanical function.